Manufacturer narrative:
The explanted devices are not available for eval. The customer intends to have the devices analyzed by an outside institution which is credited by their brazilian health authorities and which has no relationship to depuy spine. At this time, the complaint is considered to be closed. It will be reopened if/when the customer provides info regarding the nature of the event and/or the identity of the device which is believed to have caused or contributed to the event.

Event description:
Intl affiliate reports the pt had a problem with the lumbar spine sys and spinal implants were explanted. No other info has been provided regarding the nature of the event. Also, the customer has not identified the device which is considered to have caused or contributed to the event.